Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy and are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as ¿due to a caretaker change¿ which resulted in a re-use of equipment. It was reported the patient was not hospitalized for the event. On an unreported date, the patient was treated with injection of reflin (250 mg, reported as ¿ongoing night bag¿) and injection of amikacin (125 mg, ¿one bag¿) for peritonitis. Dianeal therapy was ongoing. The patient was recovered from this peritonitis event and was reported to be doing well, the fluid was clear and the antibiotic therapy was completed. It was not reported if the caregiver was retrained on the proper aseptic technique. No additional information is available.